Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported experiencing low blood glucose (bg) levels on two occasions. On (B)(6) 2025, the user¿s bg dropped to 65 mg/dl. On (B)(6) 2025, the user experienced a low bg event overnight, reaching 44 mg/dl. During that event, the user had paused the ilet system and later resumed it, after which the ilet delivered multiple correction doses. In both cases, the ilet alerted to the low bg values. The user treated the events independently by consuming honey with no outside or medical intervention required. Symptoms included dizziness, shakiness, and sweating. Bg levels returned to range following treatment.